Event description:
Per the clinic, the recipient experienced no sound after a plastic surgery on (B)(6) 2019. CT scan revealed the electrode is no longer in her cochlea. The implanted device remains. Explant and re-implant surgery is scheduled in (B)(6) 2019.